Manufacturer narrative:
The initial MDR 2432235-2017-00296 was filed on may 9, 2017. The method affected was concentrated carbon dioxide. The correct method is liquid carbon dioxide (co2_l).

Manufacturer narrative:
The customer contacted the siemens customer care center and stated that their quality controls and calibrations were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse suspected the issue to be contamination. The cse cleaned the reagent containers, replaced the fluids pertaining to co2, primed the lines and performed precision testing. During a follow-up visit, the cse performed decontamination and ran quality controls and calibrations, which were acceptable. The customer did not obtain additional discordant results. The cause of the discordant, falsely elevated co2 result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated concentrated carbon dioxide (co2_c) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia chemistry instrument, resulting lower. The result obtained from the alternate advia chemistry instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated co2_c result.